Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and the link electronic module board was replaced and calibrated to resolve. It was additionally noted that the power cord bay assembly latch was broken, the hard drive health was at less than 100% and the system fan was noisy. All found defective parts were replaced. (B)(4)

Event description:
It was reported that the programmer booted to an error. The power was cycled however the error recurred and it was also noted that while troubleshooting the user was instructed to disconnect all peripherals. The programmer was returned for service. There was no patient involvement.